Event description:
The pt reported to his clinic that he had been experiencing multiple reactions to the fresenius dialyzer since the start of his treatment. The pt's symptoms included headaches, nausea, vomiting, and a hollow feeling in the ears. The pt began treatment on (B)(6) 2013 and continued treatment 3 times per week until his last treatment with a fresenius dialyzer on (B)(6) 2013. The pt's dialyzer prescription was changed to a non-fresenius product. The pt is reported to be doing better and experiencing less headaches.

Manufacturer narrative:
The pt reported reactions such as headache, nausea, vomiting and a hollow type feeling in his ears with the use of a fresenius dialyzer. The pt went through multiple treatments and did not report the reactions until 25 treatments were completed. Treatment sheets for the pt's last treatment with the use of a fresenius dialyzer were provided. The treatment sheets indicate that the pt had no complaints during treatment and completed treatment with no issues. Currently, it is unk if the device may have caused or contributed to the reported event. The pt was reported to have changed MFR of the dialyzer and is doing better with less headaches. A lot number has been provided for this occurrence and an investigation is on-going. A supplemental report will be submitted upon completion. Please ref MDR#s: 1713747-2013-00200 through 1713747-2013-00224.